Event description:
Hosp turned pump on prior to putting it on a pt and had several system error alarms. They did not use this pump but borrowed one from another hosp. The system errors were 2 and 4. No pt complications.